Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: bd had not received samples or photos in support of this complaint from catalog 367960, lot number is unknown. The retentions could not be inspected as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the stopper came off while spinning in the centrifuge. There was no report of impact to the patient or user.